Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause could not be determined. However, the legal manufacturer determined that the most likely cause of the worn video latch was due to user handling. The failure to output the sdi-video signal was likely due to a dx board (printed circuit board) malfunction.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty printed circuit board as well as a worn video connector latch causing a poor connection.

Event description:
A user facility reported to olympus that their cv-190 video processor hd/sd sdi cable output port did not function. No patient injury or harm was reported to olympus. No patient and procedure information related to the event has been provided.